Event description:
It was reported that the patient right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch. The noise was not reproducible with isometric exercise. No changes or interventions were reported. The patient was in stable condition.